Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of acute bilateral deep vein thrombosis was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cavogram was performed which demonstrated the ivc to be patent with no thrombus and a caval diameter of 21 mm. A filter delivery sheath was inserted and a vena cava filter was positioned at the infrarenal vena cava level and deployed. Completion venogram demonstrated the filter in good position in the infrarenal inferior vena cava at the completion of the procedure. No immediate complications were noted. Approximately seven years two months post filter deployment, CT scan of the abdomen and pelvis demonstrated a filter in place with many legs extending beyond the wall of the ivc. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately seven years and two months post filter deployment, a CT scan of the abdomen and pelvis demonstrated a filter in place with many legs extending beyond the wall of the ivc. Therefore, based on the provided information the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported a vena cava filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, allegedly the filter perforated through the vein and was unable to be retrieved; however, there were no reported filter retrieval attempts. Based on a review of medical records received, the patient with history of acute bilateral deep vein thrombosis had a vena cava filter deployed. Approximately seven years two months post filter deployment, CT scan demonstrated several filter limbs extending beyond the caval wall. No additional information was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of acute bilateral deep vein thrombosis was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cavogram was performed which demonstrated the ivc to be patent with no thrombus and a caval diameter of 21 mm. A filter delivery sheath was inserted and a vena cava filter was positioned at the infrarenal vena cava level and deployed. Completion venogram demonstrated the filter in good position in the infrarenal inferior vena cava at the completion of the procedure. No immediate complications were noted. Approximately seven years two months post filter deployment, CT scan of the abdomen and pelvis demonstrated a filter in place with many legs extending beyond the wall of the ivc. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a vena cava filter was deployed after being diagnosed with deep vein thrombosis/pulmonary embolism. After an unknown amount of time post filter deployment, allegedly the filter perforated through the vein and was unable to be retrieved; however, there were no reported filter retrieval attempts. Based on a review of medical records received, the patient with history of acute bilateral deep vein thrombosis had a vena cava filter deployed. Approximately seven years two months post filter deployment, CT scan demonstrated several filter limbs extending beyond the caval wall. No additional information was provided in the medical records received.